Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation.the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a hemodialysis machine had a burning smell on power up with black markings observed on the power logic cable. The biomedical engineer replaced the power logic cable; however, the burning smell returned when the unit was powered back on. No further information has been made available related to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer replaced the power logic cable; however, the burning smell returned when the unit was powered back on. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device